Event description:
It was reported that a recently implanted generator was showing a battery status of near end of service during bedside programming post-op. A generator reset was attempted and the patient was heated with blankets but neos was still seen. It was noted that electrocautery was used during surgery. The patient was sent back to the operating room and the generator was replaced. Internal generator data was received and reviewed. Device history records were reviewed for the device; there were no anomalies reported and device performed to it's functional specifications. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Product analysis was performed on the suspect device. Burn marks were seen on the generator, indicating electrocautery tool damage. Initial data download showed diagvbatmin = 1.743 volts on (B)(6) 2026, correlating to the explant date on (B)(6) 2026. This suggests that the generator was exposed to electrocautery. An interrogation, a system diagnostic test, the output voltage was measured, the battery voltage was calculated, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. The dut was connected to an external generator to represent heartbeats. Using a bench tablet tachycardia detection setup ¿verify heartbeat¿, the dut detected the external stimulus. All 5-sensitivity settings were tested at 1hz (60bpm) and at sensitivity setting 5 various heartbeat frequencies were tested: less than 40 bpm, 60 bpm, 90 bpm, 120 bpm, and 180 bpm. No anomalies were seen, and the device performed according to functional specifications. Product analysis worksheet and data dump were reviewed and no anomalies were seen.

Event description:
The suspect product has been received by the manufacturer and is pending product analysis completion.

Manufacturer narrative:
B5, corrected data: the initial report inadvertently omitted that the suspect product had been received by the manufacturer. D9, corrected data: the initial report inadvertently omitted that the suspect product had been received by the manufacturer. H6, corrected data: the initial report inadvertently submitted information that the suspect device had not received.